Event description:
It was reported during in clinic follow up that the atrial lead exhibited a loss of capture and failure to sense. Diagnostic imaging confirmed dislodgement. The lead was explanted and replaced successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and failure to sense. Loss of capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted without issue. Electrical testing, visual inspection and diagnostic imaging did not find any anomalies except for procedural damage.